Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll medical japan. The customer's report was duplicated and attributed to the processor/bridge/pace board. The processor/bridge/pace board will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis of the reports of this type has not identified an increase in trend.